Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to a faulty cr board that required replacement. In addition, low light in the vision due to foggy white light lens and dust inside the unit were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported evis exera iii xenon light source light intensity was not stable. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. The following section was corrected: h4. Based on the results of the investigation, the phenomenon, ¿light flickers in image¿, was reproduced. It was determined that the phenomenon was caused by a failure of the patient circuit (cr) board that has light dimming control and lamp control functions. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.